Manufacturer narrative:
It was reported that the patient presented with arthrobrosis which required manipulation under anesthesia to be resolved. The affected journey bcs resurfacing patella, journey ii cr insert, journey tibial baseplate and journey ii cr femoral component, used intreatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. A clinical analysis noted that details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported arthrofibrosis cannot be determined. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. Smith and nephew will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the patient presented arthrofibrosis which required manipulation under anesthesia to be resolved.